Manufacturer narrative:
Analysis confirmed the customer comment of distorted display, the liquid crystal display was "bleeding" but still functional. It was additionally noted that the atrial connector was broken, the keypad was scratched and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The generator then passed all final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's display had cracks or blue bursts images. The generator was returned for service. There was no patient involvement.